Event description:
The hcp reported the pt presented with signs of an infection of the device pocket. These included fever, redness, swelling, drainage, pain, and incisional wound opening. A culture of the device pocket was done - the results were not reported. The pt was treated with IV antibiotics and total device system explant. The pt outcome was not reported.